Event description:
There has been an overall increase in the trend of broken lumens. We have notified cr bard of this trend, which are known complications of these lines. Event #1 [redacted date]: situation: patient's red lumen on the broviac was found to have "popped" per rn. Background: rn had taken down platelet infusion and was administering lasix with 3cc syringe. Line was not flushing well, and rn heard a pop. Assessment: line was found to have a hole near the bifurcator of the line. Repair kit was ordered and quickly obtained and at bedside. Line was changed out. Red lumen remains with difficulty flushing and will require tpa when able but white lumen continues to work. Pt age [redacted number] yrs. 7 fr double lumen broviac, ref 0600570, lot unknown. Event #2 [redacted date]: brovi line detached proximal to bifurcation. Brovi line was cracked. Surgery was at bedside throughout the day and chose not to repair line at this time. Team advocated for the line to be repaired and mother of child did as well. Walked into room at 2015 pm and within a few minutes I noticed bleeding through clothing. Visualized broviac line on the floor and immediately grabbed clamps at bedside and clamped line. Reported event to resident on floor [redacted name] and she contacted surgery. Surgery came to bedside and instructed us how to care for exposed line. Recommendation was to clean end of line with chg, wrap end with tegaderm and then anchor to abdomen with another tegaderm. Patient keeps pulling at line so we did our best to cover line and clamps. 2 clamps are attached to line as precaution since patient does try to play with them and one will come loose at times. Surgery will come repair line tomorrow. Pt age [redacted numbers] yrs. 7 fr double lumen broviac, ref 0600570, lot hugz1458. Event #3 [redacted date] broken broviac lumen. Patient moving around a lot in room. Broviac with hole while chemo infusing. Patient irritable throughout day. Encouraged parents to be mindful of pt lines as pt has broken multiple broviacs previously and broke off ng this am. Mom stated she had been seeing small spots of blood since yesterday but could not find source. Rn inspected line and could not find source of bleeding. Chemo lock intact and no blood identified inside of valguard. Rn called to room because there was blood coming out of pt line while ara-c infusing. Mom and pt covered in blood. Chemo stopped and crack found in red lumen. Lumen flushed and hep locked. Valguard placed around lumen and chemo switched to white lumen. Md aware and at bedside. Cbc ordered after blood loss. Surgery notified. Family education on importance of line and side effects of line being exposed. Side effects of pt blood loss and chemo loss. Patient age [redacted number] yrs. 7 fr double lumen hickman, ref 0600570, lot huhv0116. Event #4 [redacted date] repaired at bedside by pediatric surgery. Patient age [redacted number] yrs. 7 fr double lumen hickman, ref 0600570, lot huhv0116. Event #5 [redacted date] patient double lumen broviac compromised near bifurcation, was repaired with repair kit, immediately dislocated and detached from broviac. Pt arrived from home with tear in broviac near the bifurcation. Team aware on admission of the broviac's compromised state. Chemotherapy was decided to be started despite line compromise that is known to run for 24 hours. I was charge nurse for the current shift and was unaware of the situation. Rn caring for the patient mentioned a repair and surgery resident arrived to fix pt broviac. Surgery resident asked if we were able to stop chemo infusion for the repair. Rn stated we would have to discuss with attending about it because chemotherapy needed 12+ more hours of chemotherapy. This rn assessed broviac and became concerned about using line and continuous chemo infusing. Rn assessed line and visualized large tear where bifurcation met tubing exiting the patient's chest. Mother stated the tear was visibly larger than what was visualized the prior day. This rn then verbalized concern to fellow and attending. Rn molly stated that another pt has had this same situation and it quickly ripped and was compromised for many days. Line was cleaned with chg and wrapped tightly with valguard and tape to prevent any spilling from line onto pt. [Redacted name] activated a clabsi rrt given concern. Surgery notified and stated that the line could be repaired and that it was agreed upon from medical team to hold chemo for 2 hours while glue dried from the broviac repair procedure. Surgery arrived to repair the broviac. Chemo stopped and line heparin locked. Rn removed valguard and rn's glove wet on valguard removal. Surgery repaired line using the broviac repair procedure. Moments later rn caring for pt told this rn that moc reported that line was leaking blood while holding him. Rn arrived with kelly clamps to clamp line and second clamp attachment applied. Repaired broviac attachment to line was visualized completely detached. Visible blood to the shirt and abdomen. Rn caring for patient immediately clamped the line with fingers to prevent further blood loss. This rn donned sterile gloves and chg cleaned the end of the line attached to pt and taped sterile gauze around the end of the line. Another rn called surgery and ordered another repair kit. Fellow made aware, discussion with parents had at bedside. Line needs to be repaired prior to continue chemo and hydration. Recommend addressing the line repair prior to any medications or usage especially with continuous chemotherapy. Pt age [redacted number] yrs. Hickman 7f dual lumen cv catheter with surecuff tissue ingrowth cuff, 34 cm tip- to- cuff length, ref 0600570, lot huhu1167. Event #6 [redacted date] repaired a second time shortly after. Patient age [redacted number] yrs. Hickman 7f dual lumen cv catheter with surecuff tissue ingrowth cuff, 34 cm tip- to- cuff length, ref 0600570, lot huhu1167. Event #7 [redacted date] broviac repaired at bedside by pediatric surgery. Patient age [redacted number] yrs. 6.6 fr single lumen broviac, ref 0600540, lot hugw2183. Event #8 [redacted date] broviac repaired at bedside by pediatric surgery. Patient age [redacted number] yrs. 6.6 fr single lumen broviac, ref 0600540, lot hugw2183. Event #9 [redacted date] 1230 - m.d flag and forward rounding with patient and family at bedside when rn notified that patient's broviac white lumen clear connector was inadvertently disconnected. Rn at bedside to perform sterile cap change. To note: white lumen repaired less than 24 hrs ago and was not accessed previous to incident. Patient age [redacted number] yrs. Hickman 7 fr dual lumen cv catheter, ref 0600570, lot huhu1185. Manufacturer response for single and dual lumen hickman catheters, single and dual lumen broviac hickman catheters (per site reporter).